Event description:
A review of study report of retrospective data collection intended to collect safety and performance on subjects that have been previously implanted with the ¿darco headless compression screw system¿ revealed that, ¿one patient had three nonunion following a triple fusion ¿.

Manufacturer narrative:
The reported event that the patient had three nonunion following a triple could not be confirmed, since the device(s) were not returned for evaluation and no other additional information was received from the clinical site. More detailed information about the patient's medical history, the event details and the involved device(s) must be available to determine the root cause.   If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly. H3 other text : device disposition unknown.